Event description:
The customer reported that the system will not boot up. No patient injury was reported.

Manufacturer narrative:
The system's error logs were retrieved. The system's cables and connectors were checked and system tests were performed. The ge service rep was unable to duplicate the malfunction. System operations checks were performed.